Manufacturer narrative:
Upon further review, bard/bd medical has determined that this MDR was initially reported in error as this event is not reportable. Correction: e1 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the catheter was too soft when they tried to insert it and the catheter collapsed on itself.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause could be due to mechanical error (eg: low coating solution level, chain speed or stirring is too fast etc) resulted in poor coating of the catheter. The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. Although the product family is unknown the (foley catheter) ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the catheter was too soft when they tried to insert it and the catheter collapsed on itself.